Event description:
In home user reported that after 2-3 days of device use, a leak was detected in the cuff. The device was replaced. No permanent adverse effects to the pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.